Event description:
Caller reported issue with touchscreen responsiveness, specifically a frozen pump screen that did not respond to input. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Customer received complete pump reset information from technical support and successfully reset the pump, restoring screen interaction.